Event description:
The nurse alleged that she was taking lunch to the rooms and found the patient on the floor. The nurse stated the bed exit alarm was armed but it did not alarm and it turned itself off. The nurse stated she is not completely sure if the patient fell from the bed or from the chair in the room. No injury was reported.

Manufacturer narrative:
The technician tested the patient positioning monitor (ppm) and found the bed to be operating correctly.